Manufacturer narrative:
Patient developed an infection. Revision surgery planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient developed an infection. Revision surgery planned to exchange the poly inserts.